Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 808:07 was confirmed but not reproduced during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with failure code 808:07, which occurred in the "children's center". However, it is unknown when this event occurred. Upon reviewing the pump's event history, baxter personnel discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.